Event description:
It was reported that the patient underwent a revision surgery in which the artificial urinary sphincter (aus) cuff and pump were removed due to an erosion in the urethra diagnosed with a cystoscope. The pressure regulating balloon (prb) was left inside the patient. The patient is expected to fully recover.

Event description:
It was reported that the patient underwent a revision surgery in which the artificial urinary sphincter (aus) cuff and pump were removed due to an erosion in the urethra diagnosed with a cystoscope. The pressure regulating balloon (prb) was left inside the patient. The patient is expected to fully recover.

Event description:
It was reported that the patient underwent a revision surgery in which the artificial urinary sphincter (aus) cuff and pump were removed due to an erosion in the urethra diagnosed with a cystoscope. The pressure regulating balloon (prb) was left inside the patient. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis did not identify a malfunction and is unable to confirm the reported erosion. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: returned product consisted of an ams 800 occlusive cuff and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Urethral erosion is included as a potential adverse event in the product labeling. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery in which the artificial urinary sphincter (aus) cuff and pump were removed due to an erosion in the urethra diagnosed with a cystoscope. The pressure regulating balloon (prb) was left inside the patient. The patient is expected to fully recover.

Manufacturer narrative:
Correction: h2 if follow-up, what type? - device evaluation selected. Investigation summary: based on the information available, product analysis did not identify a malfunction and is unable to confirm the reported erosion. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: returned product consisted of an ams 800 occlusive cuff and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Urethral erosion is included as a potential adverse event in the product labeling. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.